Manufacturer narrative:
510k: this report is for two (2) of locking screws /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Two locking screws used with a pediatric hip plate broke post-operatively. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two locking screws used with a pediatric hip plate broke post-operatively. The implants have been removed from the patient. No information available about patient condition and outcome. Concomitant reported part: 1x unknown pediatric hip plate this report is for two (2) of locking screws. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is no longer expected to be returned for manufacturer review/investigation. Email address. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.